Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing. No adverse patient effects were reported and there was no asystole greater than two seconds as a result. Subsequently, the patient underwent a revision procedure. The lead tip was freed reasonably easy from teh rv apex, but when additional tension was put on the lead it broke. The lead was still captured by the extraction equipment and additional tension cause unraveling of the proximal shock coil and eventual breaking of the shock coil conductors at the proximal end of the proximal coil. Futher extraction manipulation from the superior end resulted in the majority of the lead being removed; however, there was a small amount of the remnant lead conductor noted in the subclavian area that was unable to be removed. No further complications were reported. The lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in multiple segments. There were segments of the lead that were missing including insulation, the proximal spring electrode and the proximal cable to coil crimp. The returned portions were damaged, such that there was bunching of the gore, the insulation and the gore was torn, there were stretched coils, cuts, tears, and puncture holes in the insulation, stretched and deformed conductor coils. The lead appeared to have been pulled with force to a point of fracture. Detailed analysis was performed to further evaluate the fracture and it was determined that the damage noted is consistent with induced damage from a difficult explant procedure.